Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "displayed close door alert when trying to load set" was not reproduced. A review of the event history log (ehl) revealed occurrences of "shut door - power off." Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch was broken. The upper aux requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed close door alert when trying to load set during testing in the biomedical service department. There was no patient involvement. No additional information is available.